Event description:
On (B)(6) 2012, pt sustained fracture to right distal femur. On (B)(6) 2012, open reduction internal fixation of right periprosthetic distal femur fracture. On (B)(6) 2012, pt present to orthopedic physician with right thigh pain for last 7-10 days. She denies recent trauma, falls, or injuries. X-rays shows non-union of the femur fracture and hardware failure with plate breakage in the metadiaphyseal region. On (B)(6) 2012, surgery - procedures: femur hardware removal, femur open reduction internal fixation, leg irrigation and debridement. On (B)(6) 2012, pt discharged to home.